Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced a rash at sensor patch adhesion site. Mother treated rash with neosporin and aloe. Patient's mother sought medical intervention on (B)(6) 2014 and patient was prescribed flonase for use on insertion site, up to 30 minutes prior to sensor insertion. No further medical intervention was sought. At the time of contact with dexcom technical support patient was in good condition.

Manufacturer narrative:
(B)(4).